Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarms for no apparent reason was due to the ail. Replaced ail assembly . Additional comments: na additional comments 2: ail nuisance alarm CAPA reference: ca-2014-0284. A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(6) for the same or related failure mode. Based on the findings, service determined that the proximate cause of the customer reported issue was due to maintenance issue of the ail.

Event description:
(B)(6).

Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarms for no apparent reason- (B)(4). Air in line.